Event description:
Customer reported unexpected negative reactions on the echo. A patient sample had a negative panel on the echo, but an anti-fya was identified in gel. The patient was not transfused.

Manufacturer narrative:
The camera was adjusted using blud-direct. The alignment adjustment was made to prevent any further camera alignment issues in the future. The instrument was operating as expected. Reactivity of the fya antigen was confirmed on returned capture-r ready ID (crrid), lot id105. This lot was used by the customer at the time of the event. The customer's returned sample was tested on an in-house echo with returned crrid, lot id105. The sample exhibited 2+ to 3+ reactivity with all fya(+) reagent red cells.